Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 7000mg/dl. The customer had questions regarding the infusion sets and indicated that the tubing is too short. Customer was advised that they could try other infusion sets to see what would work for them. Customer indicated that their high blood glucose of 7000mg/dl may have been due to a bent cannula. Customer declined further troubleshooting for their high blood glucose and the bent cannula. No further details given.